Manufacturer narrative:
Investigation summary: received one used nexiva 20g unit without packaging from catalog number 383537; lot number unknown (reported: 9008524). This lot number did not match the reported catalog number so a DHR was performed on the this lot for catalog number 383536. All inspections passed. Visual/microscopic evaluation: the extension tubing was separated from the clear port of the winged adapter. Conclusion: manufacturing; the defect separation inserter from tubing was identified and confirmed with the returned unit. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design on nfa1 and nfa2, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. When nfa3 was validated, it was thought to have the same vision system tool upgrades as nfa1 and nfa2 in order to detect these failures; however, it was determined that modifications to the nfa3 vision system tools needed to be made as well. The manufacturing department identified the issue and took immediate corrective action on (B)(6) 2019 by upgrading the vision system on the nfa3 production line to be able to detect adhesive that was not in the correct location. Tip holders are in place at the station to better protect the tips from damage and becoming misaligned.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system adapter separated from the extension tubing before use. The following information was provided by the initial reporter: "the extension set came apart from the catheter hub".

Manufacturer narrative:
Correction: the initial 510(k)# reported was incorrect. This information has been updated: g.5. PMA / 510(k)#: k183399.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system adapter separated from the extension tubing before use. The following information was provided by the initial reporter: "the extension set came apart from the catheter hub."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system adapter separated from the extension tubing before use. The following information was provided by the initial reporter: "the extension set came apart from the catheter hub."